Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the nozzle had foreign material clogging it, watertightness was lost due to a cut on the bending section rubber, the nozzle was clogged, the objective lens was cracked, the adhesive around the objective lens was worn, the distal end was dented, the adhesive on the bending section rubber was detached, the connecting tube was discolored, the image guide protector was scratched, the grip was cracked, the universal cord was sticky, the universal cord was scratched, the electrical contact of the scope connector was corroded and scratched, the video connector case was scratched, the scope cover was dented, the bending angle in the up/down/left/right direction was out of standard, the up/down/right/left knobs had play, and the water removal was out of standard due to the clog. Dirt was found on the bending section rubber, the right/left knob, and the up/down knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had reduced angulation. The issue was found during reprocessing. Inspection and testing of the returned device found the nozzle was clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on field feedback and the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 11-nov-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Although, the user confirmed they conducted reprocessing in accordance with IFU the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.